Event description:
On (B)(6) 2013, an unknown surgical procedure was performed at (B)(6). A kls martin-memb3 electrosurgical generator and a non-monitoring dispersive electrode (model rs012) were used. The pt was not repositioned. The body type of the pt was described as obese, the skin type as "normal". The electrode was placed on the backside of the right thigh. The skin was not cleaned, not shaven, not disinfected but dried. The power setting was described as "coagulation 35 and cutting 35" and the power settings were not raised during surgery. The position of the pt during surgery is unknown. After the procedure was completed, the pt was repositioned to the lateral position. The anaesthetist noted one burn underneath the dispersive electrode, at the far corner (when viewed from the cable connection on the gel side). The wound has been described as 2nd degree burn of "5x4cm". The injury was treated by a débridement and collagen dressings were applied. On (B)(6) 2013, the wound has been described as dry and cleaned, size 3x3cm.

Manufacturer narrative:
The retained samples of the same lot have been inspected visually and tested electrically. Thermal and mechanical tests were performed on retained samples. All samples were found to perform within limits. No faults could be detected. The IFU explicitly states a warning "if an electrosurgical unit offers an electrode contact quality monitoring system (...), always use a split electrode.". The kls martin generator me mb3 offers such a monitoring system (pcs - pt control system). The hospital has used a non-split electrode. An electrode monitoring system cannot work with a non-split electrode. The use of a split electrode (instead of the non-split electrode actually used) with activated electrode contact quality monitoring system would have prevented any burn. We therefore, conclude at this stage that a user error has at least contributed to the event. It is possible, that the IFU has not been followed in respect to electrode position in general and in relation to the surgical area as well. To investigate this further we have requested additional information about the nature of the procedure and the pt's position during the procedure. We will follow up once receiving the requested information otherwise we consider the investigations closed.